Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Judging from the manufacturing year of the subject device, it was possible that the peeling was due to aging deterioration. Also, omsc presumed that the phenomenon occurred because external force was applied to the relevant part by strongly rubbing it during daily use including reprocessing.

Manufacturer narrative:
Local service department checked the subject device and found that the phenomenon occurred due to physical stress. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that the probe unit had deep cut and missing piece. There was no report of patient injury associated with the event.